Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: analysis of the 9733560xomr found insufficient information. Analysis of the 9733467 found insufficient information. The image was found to not be to protocol as there was a non-axial orientation. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to pass tracer registration. Representative stated that 3d model looked good, that only the ears and back of the head were cut off from the scan. The scan was done at the end of june. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.